Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6), ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had heart failure and was admitted from clinic for fluid overload with nausea, chills and low grade fever. Blood cultures were negative and fever was likely due to atelectasis. Intravenous diuretics improved fluid volume overload. Patient was switched back to lasix orally.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had heart failure and was admitted for fluid overload with nausea, chills, and low-grade fever. Blood cultures were negative, and fever was likely due to atelectasis. According to the account, intravenous diuretics improved fluid volume overload and the patient was switched back to lasix orally. The patient ultimately underwent a routine transplant on (B)(6) 2018. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.